Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "leaking midlines" but the exact quantity wasn't provided. Additional information received 09/29/2021: it was reported the midlines were discarded after the event.